Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-11357. It was reported stimulation is no longer providing pain relief for the patient. It was also reported the patient has been experiencing discomfort at the ipg site. As a result, the patient's scs system was explanted. The explanted product will be returned to sjm.